Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the iol met release criteria. There have been no other complaints reported in the lot number. The root cause cannot be identified at this time. (B)(4).

Event description:
A certified ophthalmic assistant reported that during a cataract removal with intraocular lens (iol) implant procedure, the haptic of the iol was observed to be broken prior to implantation. The cataract removal was performed as planned, however implantation of the iol had to be completed on (B)(6) 2017. There were no other reported consequences to the patient.